Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.75mm rotapro and rotawire drive were selected for procedure in the left anterior descending (lad) artery. Ablation was performed with rotapro burr. During procedure, an attempt was made to remove the burr, but the burr was stuck in the rotawire drive inside the patient and could not be pulled out any further. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire drive devices. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. A portion of the rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned portion of the rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned portion of the rotawire was kinked and could not be reinserted into the returned rotapro device.

Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.75mm rotapro and rotawire drive were selected for procedure in the left anterior descending (lad) artery. Ablation was performed with rotapro burr. During procedure, an attempt was made to remove the burr, but the burr was stuck in the rotawire drive inside the patient and could not be pulled out any further. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire drive devices. There were no patient complications were reported.